Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a contamination in the monitor's electrode belt cable receptacle. The root cause for the contamination could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor returned a monitor during the investigation of an unrelated issue when a reportable malfunction was found.